Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) unit had the drive manifold leak test fail. There was no patient involvement reported.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h3, h6 (type of investigation, investigation finding, component codes, investigation conclusion),h11. The fse that encountered the issue replaced the drive manifold assembly (0104-00-0031). The unit then passed the drive manifold leak test. The fse performed a full pm, calibration, safety, and functionality checks per the service manual. The iabp was returned to the customer.

Event description:
N/a.